Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and found embedded particulate matter of size 0.8 sqmm on vinyl y junction. Functional testing of the device found no issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was black particulate matter in the supply line tubing. There was no patient injury or medical intervention reported. No additional information is available.